Event description:
Boston scientific crm received info that this dextrus lead exhibited high thresholds, and was found to have perforated the heart wall. In a revision procedure, the lead was explanted and replaced by a new lead. The date of implant was not provided.

Manufacturer narrative:
See scanned page.